Event description:
Contact reported that the insulin on board (iob) was displaying a value when it should not have. Contact believed that the correction bolus was not fully delivered as blood glucose level was slightly elevated. Tandem technical support (cts) reviewed pump logs and informed contact that the pump was performing as intended as the correction bolus was initiated before the iob updated to zero. Therefore, iob was accounted for in the correction.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.